Manufacturer narrative:
Report source: responsible for marketing / operating mitg-surgical products in the territory. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open partial colectomy, the first firing for stapling and proximal rectum resection was successful. After loading a new batch of loading unit, the device locked, making stapling impossible. It was unloaded and reloaded, but the problem persisted. New stapler of the same lot was opened to complete the procedure. There was no patient injury.